Manufacturer narrative:
We have requested the product be returned to the manufacturer for evaluation. The product has not been returned to date. The consumer has admitted to sleeping and laying on the product. Device not returned to manufacturer.

Event description:
The consumer alleges to have received 2nd or 3rd degree burns from laying and sleeping on the product for 3 hours. The patient uses the product for long term lyme disease.